Manufacturer narrative:
It was indicated the revision would likely take place at another account with a competitor. Therefore, no further information is expected. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, pace impedance measurements on the right ventricular (rv) lead were 248 ohms. Maneuvers were performed and noise was observed, but no oversensing or asystole was noted. As a result, a lead revision will be performed. No adverse patient effects were reported.